Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The reporter also alleged visualization of black dust inside a tube. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found dust and dirt in the air outlet, including black particulate that appeared to be fibrous in nature. Examination of the air inlet port found whitish contamination beneath the pollen filter. The pollen filter appeared to be unused and labeled with a marker. The manufacturer visually inspected the device internally and observed discoloration on the sd card interface assembly including what appears to be a partial fingerprint. The manufacturer also observed that the silver coating of the bluetooth antenna trace appeared faded. Corrosion was observed on the top of the dc input connector of the p4. Examination of the blower box assembly found dust contamination throughout the airpath, on the blower, on the blower output seal, and on the blower isolators. The manufacturer observed no evidence of sound abatement foam damage or degradation. The device's event logs were downloaded and reviewed. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer was able to confirm the complaint. Contamination was found in the air inlet port suggesting an external source for the white particulate. The black dust observation is more consistent with textile fiber than with sound abatement foam degradation. Furthermore, no black particulate was observed in the blower box, only white particulate. No blower hour data and no care orchestrator data confirms that the device was either reset prior to the manufacturer receiving the device, or the patient has not used this device. The manufacturer concludes there was no evidence of sound abatement foam degradation but contaminations throughout the device.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.